Event description:
Reporter indicated that the patient's vns device could not be interrogated. Per the reporter, a message came up that said "error-retry or cancel" when she tried to interrogate. Troubleshooting was done by manufacturer representative to rule out the physician's programming system as the cause of the error, and the programming system worked fine. All attempts for further information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a serious injury or death.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a serious injury or death.